Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one patient. Results as follows: date: (B)(6) 2012, inratio: 1.2, physician's poc: 3.6. Same finger-stick was used; caller was unsure which meter received the first drop of blood. Caller also reported difficulty obtaining necessary sample volume to perform the testing. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.2, ref: 3.6, mean: 2.4, confidence limits: (1.6-3.4), result: fail. Reported results are outside of determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. User reported difficulty obtaining necessary sample volume to perform testing. User also reported that the customer performed a single finger-stick which was used for both tests. Fresh finger-stick should be performed for each test. These technique issues may be root cause. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 275252. Test results as follows: donor: 1, inratio results: (2.4, 2.2., 2.3), reference: 2.02, bias threshold: (1.02 - 3.02), %cv: 4.35; 2, (1.8, 2.0, 1.8), 1.90, (1.40 - 2.40), 6.19. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.